Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent sterilization. On (B)(6) 2010, hysterosalpingogram (hsg) was performed and results were satisfactory. Patient went to see physician during (B)(6) 2014. Patient complained of all of the things on internet. She had pelvic pain, heavy bleeding, dizziness and fatigue. On (B)(6) 2014, physician surgically removed coils. Immediately, post procedure, patient praised physician on how he changed her life. She was happy the day after surgery. Then, on (B)(6) 2014, patient said all of her symptoms had returned. Symptoms returned on an unknown date. Physician currently evaluating patient for other causes of her symptoms. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that patient underwent hysterosalpingogram about 2 months after essure insertion and the results were satisfactory. Patient had micro-inserts surgically removed. An alternate explanation is not available. Based on the information provided and given its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, another serious event (heavy bleeding) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 24-aug-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that patient underwent hysterosalpingogram about 2 months after essure insertion and the results were satisfactory. Patient had micro-inserts surgically removed. An alternate explanation is not available. Based on the information provided and given its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, another serious event (heavy bleeding) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.